Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: white particles noted on the inner and outer surface of the device. Leak test was performed and no leakage was found. Final assessment noted that the device is intact and functional. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient representative reported ¿breasts were hard¿, ¿malpositioned¿, ¿repeated complaints of the size, shape, feel and position of her breasts¿, and ¿has suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]¿. It was reported that ¿the losses are permanent or continuing in nature, and [the patient] will suffer them in the future¿. This record is for the left side. Device has been explanted.